Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was tested with retention test strips compared to internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09) testing results: qc 1: 2.4 inr, qc 2: 2.3 inr, qc 3: 2.4 inr. Strip lot# 194492-21 is currently expired and was not used for this testing. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. The results alleged by the customer were not observed in the meter¿s patient result memory. No product problem was identified.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 11:52 am the result from the meter was 1.9 inr. At 5:02 pm the result from the meter was 1.4 inr. At 10:09 pm the result from the meter was 1.8 inr. There was no allegation of an adverse event. The customer was "stable". The customer was unsure which result was accurate and did not change her therapy based on the meter results. The customer has had no antiphospholipid antibodies and no direct thrombin inhibitors. The customer has had no changes in diet or medications. The customer had bruising that did not require treatment. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Retention test strips (lot 194492-21) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.